Event description:
It was reported to philips that the device's wireless footswitch was not working and may need to be reconnected. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the device's wireless footswitch was not working and may need to be reconnected. A philips field service engineer (fse) examined the system onsite and could not replicate or reproduce the reported issue and confirmed the wireless footswitch was working as intended. The device was confirmed to be operating per specifications and no failure was identified. Furthermore, the customer requested an additional wired footswitch for control room, therefore the fse installed the wired footswitch. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed with the delay of 5 minutes using wired footswitch. The device was confirmed to be operating per specifications and no failure was identified. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.